Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7327622 our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our evaluation of the submitted device found the prn to be free from damage and leakage testing run on the device was unable to replicate the reported failure mode. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system the heparin cap broke. The following information was provided by the initial reporter translated from chinese: the nurse used the catheter for injection of iopamidol, the speed was 1.6ml/s to allocate the tumor. The prn was exploded. Same issue happened when a new catheter was adopted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system the heparin cap broke. The following information was provided by the initial reporter translated from (B)(6): the nurse used the catheter for injection of iopamidol, the speed was 1.6ml/s to allocate the tumor. The prn was exploded. Same issue happened when a new catheter was adopted.